Manufacturer narrative:
Device evaluation of electrode belt has been completed. Upon investigation the electrode belt was unable to communicate with a monitor. The trunk cable was cut, damaging wires in the cable. The root cause for cut cable was physical abuse. The electrode belt is designed to meet the mechanical requirements of iec 60601-1. There is no indication that this device malfunction caused or contributed to the patient¿s passing as the patient was not wearing the device at the time of passing.

Event description:
The electrode belt was returned for investigation and did not pass incoming functional testing.